Event description:
The physician attempted to deploy an integrity rapid exchange (rx) stent to a lesion in the lad. The lesion exhibited stenosis, calcified and mild tortuosity. The device was inspected prior to use with no issues noted. The physician had pre-dilated the lesion twice and attempted to deliver the stent twice to the lesion however these attempts were unsuccessful. A guide liner was inserted into the guide catheter and a third attempt to advance the stent was made. This was unsuccessful and during withdrawal of the stent delivery system from the patient it was noted that the stent was not on the balloon. The stent could not be located in the guide catheter, guide liner, introducer sheath, table or in the patient. No clinical sequelae were reported. Device evaluation. The balloon had been inflated. There was evidence of crimp/ bake impressions on the balloon. The stent was not returned.

Manufacturer narrative:
Results: inherent risk of procedure (stent embolism), (based on information available no root cause can be determined). Conclusions: no conclusion can be drawn(based on information available). (B)(4).